Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain and failed back surgery syndrome. It was reported that the patient's therapy was turning off by itself. They reported that for the last year or so, their implantable device has been shutting off occasionally. They clarified that they would be doing something and notice it didn't feel right. When they checked their stimulation it would be off. No further complications reported about this event. Additional information: it was reported when they turn ins back on, they can feel it come back on. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information. It was reported when she turns ins back on, she can feel it come back on. No further information was reported. Additional information received from the consumer via the representative. They indicated that their battery had been sputtering on and off and that they had received an eri message on their recharger. The patient mentioned that the battery was taking a significant amount of time to charge. The rep stated that the patient had their device replaced on (B)(6) 2017. No further complications were reported or anticipated.